Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Prox bushings missing out of the plate. Surgical procedure was extending by more than 15 minutes.